Event description:
It was reported that this pacemaker's longevity dropped from four years down to one and a half in just a year. Initial analysis showed that the power consumption of this device has been increasing during the past year. The malfunction appeared consistent with other devices that have had continuous average power increases. The device was malfunctioning. The device should be replaced and returned for detailed analysis. Additional information indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker's longevity dropped from four years down to one and a half in just a year. Initial analysis showed that the power consumption of this device has been increasing during the past year. The malfunction appeared consistent with other devices that have had continuous average power increases. The device was malfunctioning. The device should be replaced and returned for detailed analysis. Additional information indicated that the device was explanted and replaced. No additional adverse patient effects were reported.